Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device remains implanted and cannot be returned for further analysis a device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. If the stent appears to be shorter than expected, the stent may not be long enough to cover the neck of the aneurysm or it could prolapse into the aneurysm, which could require an additional intervention or procedure. The perceived shortening of the enterprise2 vascular reconstruction device may be attributable to the angiographic projection and calibration factors, including foreshortening, imaging plane alignment, and measurement tool limitations. Given the inherent limitations of 2d angiographic imaging, the measured stent length cannot be considered a reliable representation of the device¿s true dimensions. Nevertheless, the device was implanted and cannot be returned for further analysis. The reported event resulted in the user implanting a second stent inside the first stent to cover the aneurysm neck completely. Based on this surgical intervention, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of (B)(6) 2026. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm no tip (encr402300/ 10039546) was used for an endovascular embolization procedure. During the procedure, "the stent was released at the target site, and it was reported that the stent body was shorter than intended and did not cover the aneurysm neck completely. After measurement, the stent length was only about 20.2 mm, while 23mm length was claimed in label. Doctor released a second stent inside the first stent and completed the surgery. The microcatheter was not replaced. The surgery was prolonged by about 10 minutes." Additional information was received on 30-apr-2026. Summary: per the information provided, the target vessel was the right middle cerebral artery. Relevant anatomical information was reported as ¿vessel is straight and not tortuous.¿ device selection was based on instruction for use (IFU) recommendations for vessel/stent measurements. The device was examined prior to use and no abnormalities were observed. There was no difficulty advancing the device or during deployment. The device was used and prepped according to the IFU. Excessive force was not applied to the device. Additional information was received on 30-apr-2026. Summary: the attached medical imaging was reviewed by cerenovus medical safety officer, dr. (B)(6), on (B)(6) 2026. The assessment reads as follows: ¿a single screenshot image of a deployed stent and a coiled aneurysm with an annotation of 20.2mm. It is not possible to confirm the measured length given the single plane view and very small discrepancy of 2.8mm in the measured and labelled length of 23mm".